Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified chronic total occlusion of the external iliac artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the device was used below nominal pressure in the first inflation. However, contrast agent has leaked. Hence, balloon rupture occurred. The device was immediately removed and the procedure was completed with a different device. No patient complications reported.